Event description:
It was reported that the programmer was used in a case and then packed up and moved. Once it was turned on again, it displayed a black screen with colored lines running down it. It sounded like it was booting up, but nothing could be seen due to the black screen. The radio frequency (rf head) has a nicked cord. The programmer and rf head have been returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed that the head's cable had insulation damage (torn) and it was further noted that the head failed its uplink tests. The head's cable was replaced.

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: 2090 carelink programmer. This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).